Event description:
The customer reported to olympus the intended procedure was diagnostic and was finished with a similar same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to communication failure caused by faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had no image. The issue was found during preparation for use for an unspecified procedure. There was no delay, the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to a faulty cable. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and the event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.